Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that her hcp inserted an ipro sensor, and she thinks she may be having an allergic reaction to it. The patient's legs, arms and face are slightly swollen, and her legs have a rash that look like hives. The rash is not at the insertion site. Advised the patient to remove the ipro, and seek medical attention if she feels she is allergic to it. Nothing further was reported.